Event description:
It was reported that a superficial wound infection occurred surrounding this subcutaneous implantable cardiac defibrillator (s-ICD) system. The physician prescribed anti-biotics to resolve the event and no additional adverse patient effects were reported. This s-ICD system remains implanted and in-service.